Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 75447535, 510k #k042025, (B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if the device contributed to the reported event, we are filing this MDR for notification purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
Levels implanted: t9-l4 it was reported that the screw was removed in revision surgery because t9 vertebral body was collapsed due to suspected infection on (B)(6). As the infection seemed to be cured on (B)(6), fixation was added again at t 6-7-8, 10-11-12.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.